Event description:
It was reported that approximately one week post implant, this right atrial (ra) lead exhibited noise, oversensing, increased thresholds, and no capture at maximum output. Ra lead dislodgement was confirmed. Furthermore, the right ventricular (rv) lead exhibited noise, increased thresholds, and low pace impedance measurements within normal range, decreasing from 1,000 ohms to 300 ohms. It was noted this patient was not pace dependent. Subsequently, the device was reprogrammed from automatic threshold to vvi, and atrial information was still being detected. No adverse patient effects were reported. The lead remains in service.